Manufacturer narrative:
(B)(4). This is a report of use error, where the customer changed out a supply bag, reusing the rest of the supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer re-used a single use product during fill one of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. During troubleshooting, the customer stated that they had swapped out the heater bag for a new bag without changing the remaining supplies. The technical services representative reviewed proper procedures with the patient. The customer planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.